Event description:
According to the patient's mother, "her son cathed, and bleeding occurred upon removal. It was noticed that the tip was cut off. She consulted her son's dr...who had her cath once more to see if the urine was bloody. It was not and (the) dr had her discontinue catheterization until today. Patient is ok now and...no further treatment is necessary at this time."